Event description:
It was reported that this patient presented to the emergency room (ER). A review of data from this implanted cardiac resynchronization therapy defibrillator (crt-d) device indicated the presenting electrogram showed the device operating as programmed and there were no out of range measurements observed. However, there was a ventricular tachycardia (vt) episode in which anti-tachycardia pacing (atp) therapy was provided, which accelerated the rhythm from the vt zone to the ventricular fibrillation (vf) zone and a subsequent device shock was delivered which converted the rhythm. Boston scientific technical services (ts) provided a verbal review of the device data to the ER healthcare provider (hcp). The device remains in-service. No additional adverse patient effects were reported.